Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: after placement of a non-cook stent graft below the common carotid artery, attempts were made to advance the zta-de-42-94-w1 due to type ib endoleak. However, despite several attempts the tip of the delivery system could not be advanced into the non-cook device at the curvature of the aortic arch and the device was removed. The procedure was successfully completed with another non-cook device. It was assessed that because no non-conformances were detected, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. The complete device was returned, but without the shipping stylet and without the protection tube. Biological matter was present, but despite a thorough analysis no non-conformances could be found on the delivery sheath and the introducer tip was intact without any sign of damage. Consequently, the exact reason for the difficulties encountered when attempting to advance the tip of the zenith alpha device into the non-cook device cannot be determined, since no imaging was provided. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: emergency tevar was performed on (B)(6) 2020, but the delivery system would not advance to the target site. Additional information received on 10feb2020: a (B)(6) male patient underwent tevar to treat the taa by right cfa approach. There was slight calcification in the access route, but diameter of the vessels were suitable for the procedure. Relay plus (by terumo) f46mm x 42mm155mm was placed just below the left common carotid artery, but because type ib endoleak was confirmed, the user attempted to place zta-de-42-94-w1/e3895416 (complaint device) in the distal end of the relay plus in the descending aorta additionally. However, the delivery system could not pass through the curvature of the aortic arch. He tried several times, but failed, so he judged that it would be risky to continue the attempts in consideration of aneurysm of the iliac arteries. Therefore, he stopped using the zta- and replaced with relay plusf42mm x 10mm. The replacement relay plus could be advanced to the target site and placed successfully. The patient had a favorable outcome. Additional information received on 12feb2020. There was slight tortuosity from the aortic arch to the descending aorta. Confirmation with the rep on 30oct2020: regarding the statement above - "however, the delivery system could not pass through the curvature of the aortic arch.", clarification is as follows; the tip of the device could not be advanced into the relay plus at the curvature of the aortic arch. Patient outcome: there have been no adverse effects to the patient reported.